Manufacturer narrative:
Vyaire file identification:(B)(4). Any additional information received from the customer will be included in a follow-up report. Logs show that several blower temperature alarms were active on this unit together with blower failure and inspiration valve or device leaky alarm. Furthermore, oxygen sensor failed messages are active. A leaky o2 cell is suspected.

Event description:
The customer reported blower failure alarm on the bellavista. As of this time, patient involvement associated with the event was not reported.

Manufacturer narrative:
The investigation analysis confirmed that the root cause was traced to the defective blower due to lack of maintenance / filter exchange. The customer was informed about the previous findings and the job was closed.